Event description:
The patient has been having numbness in both hands after a week from the surgery. The surgeon checked the x-ray and it seemed that the screw at c2 and c3 had a narrower angle that the first day of surgery. Also it seems that the c5 and c6 are having spondyloisthesis from the x-ray. The screw were initially placed at 90 degrees (perpendicular) to the rod; however, a week later it has about 80 degrees. However, there is no backout at all.